Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran service tests on the reagent probe, which were out of specifications. The customer replaced the reagent probe. The quality controls were within acceptable ranges. The cause of the discordant, falsely low calcium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.